Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: 110010242 g7 osseoti 3 hole shell 48mm c r7314458a unknown ceramic head unknown. G2: foreign: australia. G4: device information has not been provided to identify the associated 510k. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a primary hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient dislocated when bending over and was revised approximately 2.5 years later. The surgeon removed the cup and replaced it with a new g7 multihole cup and dual mobility bearing, ceramic head.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . Visual examination of the provided pictures identified the explanted head, liner, and shell. Devices are covered in bio-debris. No further evaluation could be made from the pictures provided. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.